Manufacturer narrative:
(B)(4). Reported event of stent positioning placement problem. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure in a lung performed on (B)(6) 2016. According to the complainant, the stent had been implanted to treat a stricture. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the physician was able to deploy the stent; however, the stent was deployed in the wrong position. The stent was removed using rat-toothed forceps. The procedure was not completed and the patient was rescheduled due to unavailability of a same size stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.